Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states posterior wear on the glenoid may have caused the loosening which may indicate the glenoid may have not been centrally loaded. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers this investigation closed. Should any additional information be rec'd to change the out come of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for posterior wear to glenoid that may have caused loosening.